Event description:
The child reported no hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation surgery occurred on 10/23/96. The pt was not reimplanted with implant. The healthcare professional has been informed that the explanted device should be returned to co.